Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was replaced and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion- the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient was implanted with 2 leads (from the same lot) as part of her trial scs system. It was reported during the trial procedure while implanting the lead, the stylet handle from both leads fell off and a csf lead occurred. The physician was able to remove one stylet, however, the second one was left in the lead. The sjm rep performed lead diagnostics which showed high impedances. Postoperative the patient experienced a headache and was admitted to the hospital for overnight observation. The patient was treated with fluids and medications and no blood patch was performed. The patient was also experiencing confusion, however, the physician believed it to be caused by the anesthesia and will resolve. The sjm rep was able to program one lead and the patient had 50% pain relief during the trial. There was slight seepage at one lead site which the physician felt would resolve. The trial leads were explanted and one lead was kinked, which was the lead that was unable to provide stimulation. Patient had been placed on antibiotics the day the trial began. Patient is healing.